Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site and underwent a procedure to reposition the receiver/stimulator and to treat the infection (type not reported). The implanted device remains.